Event description:
.016 inch guide wire used in coronary angioplasty broke during procedure. Approximately 2 cm of wire was left in lad artery. No attempt to remove wire via surgery. No adverse effects at this time. Prior to this event, another wire (same exact type) was used on this patient failed. Seperated but did not come apart completely.